Manufacturer narrative:
This is a follow up for report 3010729479-2021-00009 to change the product code. A recall report has been submitted to FDA on may 14, 2021

Manufacturer narrative:
No adverse outcomes were reported. Investigation confirmed a product malfunction. We are reporting this event in an abundance of caution due to the impact on two eua assays.

Event description:
Negative control for sars-cov-2 was positive on the neumodx 288 molecular system. No patient impact.